Event description:
Pt called in reporting her legacy one 6400 pump (serial number (B)(4)) alarm was going off. The screen read pump alarm error 18. The pt changed the bacterias to see if this would clear the alarm; however, the alarm continued. She was changing the pump's medication cassette and had to switch out the pump. She was able to switch to her backup pump to receive the infusion without issue. She was sent a replacement pump overnight and was instructed to return the malfunctioning pump in the box provided to be reviewed for error and/or maintenance. Did the reported product fault occur while in use with a pt: no. Did the product issue cause or contribute a pt or clinical injury: no. Is the actual device is available to be returned for investigation: yes, the pump is being returned for review. Dose or amount 54ng/kg/min, frequency: continuous, route: intravenous. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason: primary pulmonary hypertension.